Manufacturer narrative:
(B)(4). It was not reported that the device is returning. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Mw5091608.

Event description:
User facility medwatch report mw5091608 received, reporting: during laser lead extraction, whisper wire fractured while being used. Multiple attempts were made to snare fractured wire without success. It was determined risk of continued retrieval interventions were higher than leaving portion in body.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: remainder of procedure was completed without complication. Patient was closely monitored, recovered as expected and was discharged on (B)(6) 2019 in stable condition. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that instructions for use (IFU) guide wire hi-torque guide wires ce FDA states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU violation does not appear to have caused or contributed to the reported complaint. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported material separation appears to be related to operational circumstances of the procedure. It is likely that during advancement and/or during the procedure, the guide wire became bent or kinked against the anatomy and/or other devices used resulting in the reported separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA.